Manufacturer narrative:
The controller 9735824r em s8 svc (603002541). Was returned for analysis. Analysis confirmed the complaint. The interface was showing a fault in testing software. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Evaluation codes that apply to this testing: b01, c0201, d02 the cable 9735780 usb 2.0 em 1m s8 svc was returned for analysis. Analysis found no physical damage. The cable passed continuity testing and no functional problem was found. Evaluation codes that apply to this testing: b01, c19, d14 the em intfce 9735825r s8 em instr intfce (603003169) was returned for analysis. Analysis confirmed the complaint. There was an electrical fault that blew out the test interface controller. This issue was documented in a medtronic navigation hardware anomaly tracking database. Evaluation codes that apply to this testing: b01, c0201, d02 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the system. Parts were replaced. The system then passed the system checkout and performed as intended. Other relevant device(s) are: product ID: 9735825, (em intfce s8 em instr intfce) and product ID: 9735665 (surgn cart) and serial# (B)(4) the following codes apply to product ID: 9735665 (surgn cart) and serial# (B)(4). (B)(4) the following codes apply to 9735825, (em intfce s8 em instr intfce). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the localizer faulted. The representative swapped the em instrument interface box from the system and then the system displayed faulted. In troubleshooting, the axiem box was causing localizer faulted on the system. Then after being connected to the other system, it  also displayed faulted. Suspect faulted/short in axiem box causing damaged to internal em components. There was no patient present.